Event description:
Reporter stated that pt had been obtaining elevated blood glucose results ( approx 400 mg/dl), for approx 1.5 weeks, while using the suspect device. Reporter stated that, based on the elevated readings, pt's physician prescribed insulin. Reporter indicated that, on the day of the event, pt's blood glucose measured 544 mg/dl (on the suspect device), in spite of dosing insulin throughout the day. Pt reportedly sought treatment, at the hosp, where their blood glucose measured 128 mg/dl, on the suspect device. Additionally, reporter stated that a venous blood sample was obtained, and sent to the hosp lab, with a result of 121 mg/dl. No details of pt's treatment were provided. At the time of the report, pt was still hospitalized. Pt's current condition: recovering. Quality control testing had not been performed on the system. Technical support requested the return of the suspect device and replacement product was shipped.